Manufacturer narrative:
The patient reported skin irritation on the scar from the sensor exchange that was performed as the end on (B)(6) 2025. The skin appeared red. The issue was not related to tegaderm or steri-strips. The hcp is aware of the event and prescribed bepanthem cream. The patient will resume the usage of the system once the symptoms heals completely. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced irritation and redness on the incision site, after sensor exchange at the end on (B)(6) 2025. The incision was made to remove the sensor and the same incision was used to insert the current sensor. The patient consulted hcp who prescribed bepanthen cream.